Event description:
Rn called. Pt's pump read down occlusion. Line flushes easily. Disconnected tubing from pt; not flowing. Tried to prime tubing and smacked it hard (filter area), then it started flowing. Hooked backup to pt and completed infusion.